Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Review of lot f1727903, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) sealant was not deployed with the shuttle. Manual compression was applied for more than 30 minutes to achieve hemostasis. The vcd was being used in conjunction with a 5f procedural sheath introducer for common femoral arterial closure following an interventional coronary procedure. The whole sealant came out from the top of the advancer tube or was not placed inside the shaft tube. The stopcock was not opened on the sheath prior to shuttle down. Excessive force was not applied when shuttling down. The user shuttled down completely. No further information is available as the user does not remember the event. The patient was noted to have recovered. It is unknown if the patient's hospitalization was extended or not. The vcd will be returned for analysis.

Manufacturer narrative:
It was reported that a mynxgrip vascular closure device (vcd) sealant was not deployed with the shuttle. Manual compression was applied for more than 30 minutes to achieve hemostasis. The vcd was being used in conjunction with a 5f procedural sheath introducer for common femoral arterial closure following an interventional coronary procedure. The whole sealant came out from the top of the advancer tube or was not placed inside the shaft tube. The stopcock was not opened on the sheath prior to shuttle down. Excessive force was not applied when shuttling down. The user shuttled down completely. No further information is available as the user does not remember the event. The patient was noted to have recovered. It is unknown if the patient's hospitalization was extended or not. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The sealant sleeve was fully pulled back against the grey shuttle¿s distal end. The sealant, advancer tube, procedural sheath and syringe were not returned with the device. The condition of the returned device did not match with the reported incident. It is unknown if the device was manipulated post the procedure. The catheter and shuttle cartridge were inspected for anomalies that may have contributed to the reported event. No visual damages or anomalies were observed. The advancer tube was not returned; therefore, a physical evaluation to determine whether there were damages or anomalies to the advancer tube¿s distal end and/or length that could have caused or contributed to the reported event could not be made. The distance from the catheter shaft¿s distal end to the proximal tamp lock¿s distal end and distance between the proximal and distal tamp locks were measured and noted to be within specification. Leak testing was performed on the balloon of the returned device by using an in house syringe and found no leak in the balloon. However, the balloon could not be fully inflated with water due to the device¿s inflation lumen was clogged by the dried contrast in saline. An in house advancer tube was also used to check for tamp lock functional testing and the results showed that the advancer tube was properly engaged to the proximal tamp lock. The returned device performed as intended per the mynxgrip instructions for use (IFU). The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock. No damages or anomalies were observed. Visual inspection at high magnification also found evident of dried contrast in saline from the inside the balloon of the returned device. Review of lot f1727903 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Should additional relevant information become available, a supplemental MDR will be filed.